Manufacturer narrative:
The instrument was in use for approximately 7 years. Three pieces of the ceramic beak broke off the distal end of the sheath; all recovered. Damage consistent with wear of long use/stress overload.

Event description:
Allegedly, the doctor was performing a cysto turbt procedure when pieces of the ceramic tip of the sheath broke off into the patient's bladder. The doctor immediately removed the pieces. Per the hospital, the procedure was completed and there was no serious injury to the patient reported.